Event description:
It was reported that the patient contacted support after receiving an occlusion alert while making a meal announcement. The patient indicated that there was a low amount of insulin remaining in the cartridge, and it was recommended that a full supply change be completed rather than inspecting individual components. The agent guided the patient through the complete supply change process, after which insulin delivery was confirmed to have resumed. The patient was using a contact/detach infusion set with a 6 mm cannula and 23-inch tubing. Blood glucose levels were reported to be 93 and not affected at the time of the call. During follow-up, the patient confirmed that no additional occlusion alerts had occurred since the supplies were changed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.